Manufacturer narrative:
This initial report was originally submitted on 4/15/1996 with old numbering style of #9610 lws. This replacement MDR is to link the supplemental report sent on MDR #2124215-2015-05405. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. Visual inspection noted damage to the lead insulation. Detailed analysis confirmed the electrical continuity of the lead segment. Final evaluation determined that due to the location and type of damage this was likely caused by lead-on-lead contact coupled with movement. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received

Event description:
This initial report was originally submitted on 4/15/1996 with old numbering style of #9610 lws. This replacement MDR is to link the supplemental report sent on MDR #2124215-2015-05405. Boston scientific received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead experienced inappropriate therapy. An invasive analysis was performed and the problem was suspected to be associated with the rate sensing portion of the transvenous defibrillation lead, so it was capped. A new rate sensing lead was implanted. The high voltage portion of the lead remains active.